Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: review of the black box data revealed evidence of short battery life with drastic voltage drops leading to replace battery warning on (B)(6) 2015. On investigation, ez-prime steps were successfully completed. All electrical current draws were measured and determined to be above specifications. Short battery life was duplicated during investigation. The pump was opened for investigation and revealed moisture corrosion affecting the continuous glucose monitoring (cgm) module. Electrical currents fell within the normal specifications when the cgm module had been disconnected from the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.